Manufacturer narrative:
Insulin pump received button error alarm and intermittent button response due to corroded keypad traces.

Event description:
It was reported that customer received a button error alarm. Insulin pump was not exposed to moisture and buttons were pressed longer than 3 minutes or longer. Customer's blood glucose was 99 mg/dl. Customer was advised that insulin pump would need to be replaced.